Event description:
It was reported that post port placement procedure the catheter was allegedly broken. It was further reported that, the device was replaced later. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one powerline s/l catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted approximately 1.7 cm from the distal end of the y-body. The distal segment measured approximately 18.3 cm. However, striations were noted on the surface of proximal segments distal end, the distal segments proximal end and distal segments distal end. The investigation is confirmed for the reported catheter break, as a hole was noted when the luer and lumen were stretched. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023), g3. H11: h6 (method, result, conclusion). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (09/2023). Device pending return.

Event description:
It was reported that during a port placement procedure the catheter was allegedly broken. The procedure was completed using another device. There was no reported patient injury.